Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal during a hysterectomy. The site contact did not know if the generator in use provided end tones, indicating a complete seal cycle, were heard. There was no patient injury and no blood loss.